Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had cracked on the reservoir area and the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device had cracked lcd window. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).